Manufacturer narrative:
The most likely cause is patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and investigation, it was learned that a 23mm 3300tfx valve was explanted after an implant duration of 11 years, two (2) months, due to stenosis and thrombosis. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 23mm 11500a valve. The patient was stable at the end of the procedure and discharged on pod# 11.